Event description:
The reporter contacted animas on (B)(6) 2012 reporting that the pump was rebooting with button presses to wake up the pump. The reporter stated that it was as if the button press was mimicking a battery change. This report is made based on the allegation of the pump power issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up # 1 [date of submission (B)(4) 2012]-device evaluation: the pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: evidence of rebooting was observed in the pump history. The pump history shows an unconfirmed "replace cartridge" alarm followed by a "no delivery, no prime" warning. The battery voltage was low at the time. The unconfirmed alarms discharged the battery and the pump began to reboot. The pump was exercised for 24 hours and the current draws were found to be in spec. There were no defects found with the pump during evaluation.